Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "pressure sensor assembly" has been identified to be the faulty component. Correction: replaced the defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: paux selftest failed - no pressure.

Event description:
The following was reported to hamilton medical ag: summary: paux selftest failed - no pressure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "pressure sensor assembly" has been identified to be the faulty component. Correction: replaced the defective component.